Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error did not recur, allowing the caller to successfully start their sensor session.